Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed to work. The pa waited to see if it would start working again but it didn't. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection was performed; no nonconformities were observed. A pre-cautery test was performed per the instructions per use (IFU) with a reference adapter cable, cable cord and power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during several 5 second activations and shut off when the toggle was released. The pre-cautery test was performed 10 times over a ten minute period. A polyfuse test was performed; the device shut off after a period of sustained activation and reactivated after cooling off with no incident. A temperature and resistance test was conducted for the device. The device passed both tests. Based on the evaluation and test results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number trackwise #(B)(4).